Manufacturer narrative:
Block h6 (device codes): medical device problem code a050501 captures the reportable event of bands unable to deploy. Block h10: the device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. Block h2 (additional information): block b5, block d4 (lot number, expiration date), block d7a, block e1 (initial reporter facility name, initial reporter address 1, initial reporter address 2, initial reporter city, initial reporter state, initial reporter zip/postal code), block h4, and block h8 have been updated based on additional information received september 24, 2021. Block e1 (initial reporter facility name): (B)(6). Block e1 (initial reporter city and state): (B)(6).

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during a varices ligature procedure performed on (B)(6) 2021. During the procedure, there were three attempts to deploy the band; however, the band could not be deployed. When the device was taken out from the endoscope, it was found that the bands were entangled. The procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. Note: a photo of the complaint device outside the patient was provided by the customer and it showed the bands overlapped on the ligator head.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during a varices ligature procedure performed on (B)(6) 2021. During the procedure, there were three attempts to deploy the band; however, the band could not be deployed. When the device was taken out from the endoscope, it was found that the bands were entangled. The procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. Note: a photo of the complaint device outside the patient was provided by the customer and it showed the bands overlapped on the ligator head.

Manufacturer narrative:
Block e1 (initial reporter facility name): (B)(6). Block e1 (initial reporter city and state): (B)(6). Block h6 (device codes): medical device problem code a050501 captures the reportable event of bands unable to deploy. Block h10: investigation results: the returned speedband superview super 7 handle assembly and ligator head were analyzed. A visual and media evaluation of the ligator head found six bands were present and some were moved out of their position and overlapped. It was noticed that the ligator head teeth were bent. The trip was not secured and the slack was not removed properly during device setup. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard, and indents were felt. No visible issue was noted with the handle assembly. No other issues with the device were noted. The reported event was confirmed. A labeling review was performed, and from the information available, this device was used in a manner inconsistent with the instructions for use (IFU). A visual evaluation identified that the trip wire was not secured, and the slack was not properly removed. This can cause the trip wire to slip through the handle assembly and affect the bands deployment activity. The IFU states, "take up slack by pulling proximal end of trip wire on handle unit. The pulling loop of ligating unit will advance into working channel of endoscope. Verify that the trip wire does not fall into the gap between the handle unit spool and bracket. Pull gently on trip wire to take up rest of slack. Stop applying tension when resistance occurs. Secure trip wire in slot on handle unit". Taking all available information into consideration, the most probable root cause is failure to follow instructions. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a varices ligature procedure performed on (B)(6) 2021. During the procedure, there were three attempts to deploy the band; however, the band could not be deployed. When the device was taken out from the endoscope, it was found that the bands were entangled. It was reported that the procedure was completed using alternate method or device but it was unknown what device was used to complete the procedure. There were no patient complications reported as a result of this event. Note: a photo of the complaint device outside the patient was provided by the customer and it showed the bands overlapped on the ligator head.